Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused numbness in the extremities, abdominal pain, internal discomfort and filter tilt with all 6 primary struts tent and slightly perforate the caval wall. The perforating struts impinge on overlying small bowel anteriorly, the aortic wall medially and the underlying l3-4 disc and r psoas muscle posteriorly. The indication for the filter placement, medical history and procedural details have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported events could not be confirmed. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint and with the very limited information provided, the reported numbness in the extremities and abdominal pain and internal discomfort could not be further clarified. These events do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: numbness in the extremities, abdominal pain, internal discomfort and filter tilt with all 6 primary struts tent and slightly perforate the caval wall. Perforating struts impinge on overlying small bowel anteriorly, the aortic wall medially and the underlying l3-4 disc and r psoas muscle posteriorly.

Manufacturer narrative:
Additional information: section a2-a5 (patient demographics), section b3 (event date), section b5 (event description), section b7 (relevant medical history), section d11 (concomitant medical products: single wall puncture needle, 0.035 j wire, cordis introducer), section g4 (date received by the manufacturer). Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was chest pain and documented pe on anticoagulation with a recent diagnosis of dvt. A trapease ivc filter was deployed below the renal veins at l2/l3 interspace via left femoral vein. The procedure was completed successfully without complication and the patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages including, but not limited to numbness in the extremities, abdominal pain, internal discomfort and filter tilt with all 6 primary struts tent and slightly perforate the caval wall. Perforating struts impinge on overlying small bowel anteriorly, the aortic wall medially and the underlying l3-4 disc and r psoas muscle posteriorly. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports suffering from abdominal pain, chest pain and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than (B)(4) perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, numbness and pain (chest & abdomen) do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: numbness in the extremities, abdominal pain, internal discomfort and filter tilt with all 6 primary struts tent and slightly perforate the caval wall. Perforating struts impinge on overlying small bowel anteriorly, the aortic wall medially and the underlying l3-4 disc and r psoas muscle posteriorly. The following additional information was received per implant records: the patient presented with chest pain and documented pe on anticoagulation with a recent diagnosis of dvt. A trapease ivc filter was deployed below the renal veins at l2/l3 interspace via left femoral vein. The procedure was completed successfully without complication and the patient tolerated the procedure well. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 9 years and 9 months post implantation. The patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports suffering from abdominal pain, chest pain and anxiety.